Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-30508 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 19-sep-2024 that the patient observed cannula issue which caused infection at the insertion site and later hospitalized due to low blood glucose level of 40mg/dl. Duration of infusion set was in use for 24 hours. The insertion site was at left side of abdomen. Duration of hospitalization was 2-3 hours. The patient was given antibiotics, 100mg twice a day for 10 days. No further information available.